Event description:
Information received a smiths medical tracheostomy/pvc - portex tubes blue line classic malfunctioned. Reported during the use of the product, the customer noticed the base of the suction line got damaged. No patient injury.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). Visual inspection: the returned sample was visually inspected at 12" to 16" and normal conditions of illumination., corrected data: correction h6 - evaluation code

Manufacturer narrative:
Investigation completed on a smith medical tracheostomy/pvc - portex tubes blue line classic pictures received total of four. Result: suction line was found to be correctly assembled as it can be seen in picture 4 the suction line is firmly attached to the tube where is applied the solvent, therefore the broke component is not manufacturing assembly related. The customer reported: smj#cfhj115. During the use of the product, the customer noticed the base of the suction line got damaged. No patient injury. No root cause could be determined due the damage is not manufacturing related since per customer complaint it got damaged during its use.

Event description:
Investigation completed and summary in h10.